Event description:
It was reported via repair work order that the head end lift was stuck in elevated position due to a malfunctioning potentiometer. No adverse consequence or clinically relevant delay in treatment was reported.